Event description:
The customer alleged they received a questionable intact human chorionic gonadotropin + the ss-subunit (hcgb) result for one patient on their e411 analyzer. The patient's initial hcgb result was 0.522 mui/ml and it was reported outside the laboratory. The customer stated the doctor rejected the result as the patient was pregnant for sure. On (B)(6) 2014, the sample was repeated on the e411 and the result was 10000 mui/ml accompanied by a data flag. On (B)(6) 2014, the sample was repeated on an e170 analyzer and the result was 10000 mui/ml accompanied by a data flag. There were no adverse events. The hcgb reagent lot number was 173268. The expiration date was requested but not provided. The field service representative went on site. He performed a successful performance test. The analyzer was working.

Manufacturer narrative:
A definitive root cause could not be determined with the information provided. The calibration and quality control results were within range and there was no reagent issue evident. According to the customer the pre-analytics were done according to the manufacturer's specifications. The alarm trace indicated there was a liquid level detection error before the event. The field service representative stated the analyzer was working within specifications.

Manufacturer narrative:
This event occurred in (B)(6).